Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp. The complainant reported the patient¿s urine became pink in color after the patient was moved in their bed. Echocardiography confirmed deep impella placement. The physician repositioned the impella under echocardiography guidance, which resolved the issue. The patient survived the event.

Manufacturer narrative:
H6 medical device problem updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: mechanical interaction with blood/hemolysis: the cause of the hemolysis was use related to improper positioning as it resolved after repositioning the pump. Device in wrong position: the cause of the device in wrong position issue most likely is use related due to patient movement in bed and then echo showed deep placement.